Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received, with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test, due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection. And found moisture damage to force sensor, pcb1 board and pcb 2 board, during visual inspection. Successfully utilized thump to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed. And was triggered, by a pump error 35 fatal alarm confirmed, in the history files on 04/16/2024, 16:45:01.000, due to moisture damage to force sensor. Verified, 3 consecutive pump error 53 alarms (line number 65535 file number 65535) was noted in the pump history download. No date time listed in the adapt tool fault error log for pump error 53, due to moisture damage to the force sensor. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube case, cracked keypad overlay and cracked battery tube threads. Confirmed, cosmetic damage to the battery compartment. Critical pump error (open book image) alarm confirmed, during analysis and triggered by pump error 35. Pump error 35 alarm confirmed, due to moisture damage to force sensor. Confirmed, pump error 53 in the pump history, due to moisture damage to force sensor. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received, by medtronic. Indicated, that customer reported, physical damage to the insulin pump and can no longer be used. The customer reported, no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1886 was returned for analysis.